Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported an eri (elective replacement indicator) appeared on their patient programmer today. They were going to check the voltage on their patient programmer and they didn't think they had batteries in their patient programmer. They took the back off of the patient programmer and they must have pushed something on the front of their programmer, which is when they noticed the call your doctor eri screen. They did allege dissatisfaction with ins longevity. No patient symptoms or further complications were reported as a result of this event.